Event description:
Reported by the pt as an inflammation at the port site, infection and when pt had intestinal flu, with vomiting, an edema occurred restricting breathing. Treatment to remove the fluid resulted in further infection and subsequent port removal. Hospitalization with intravenous antibiotics were used to treat the pt who had also been diagnosed with methicillin-resistant staphylococcus aureus.